Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, green and red particles, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: total delamination of orientation dot assessed as adhesive failure and missing assessed as inconclusive, a sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact. Missing shell that is assessed as inconclusive. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional additionally reported "rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is late seroma and infection. The events of seroma and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "tightness and possible infection." Healthcare professional additionally reported "patient is symptomatic," "fluid, redness and pain," and "patient concern with the product". Device remains implanted.